Event description:
It was reported to boston scientific corp that a leveen coaccess electrode system was used in 2008. According to the complainant, the first ablation was performed without problem; however, prior to the second ablation, the tines didn't deploy properly when it was tested prior to re-inserting the device into the pt. The procedure was completed with another leveen coaccess electrode device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Improper deployment, complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined.